Event description:
The following is based on info received from the facility (B)(4) 2012: "the equipment failure occurred on (B)(6) 2012, and (an smt representative) was onsite the same day following our notification. It is our understanding that the equipment was mfg by sunrise machine and tool. This will confirm that you have formal notice of the equipment failure and the resultant injury to a resident of (B)(6) community."

Manufacturer narrative:
Patient lift hanger bolt reportedly failed. Equipment is 15 years old and will past life expectancy. Sunrise machine and tool has no record of the bolt being replaced at least every 3 years as recommended by MFR.